Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device passed the rewind, basic occlusion and displacement tests. No motor error alarm during testing noted. Motor passed motor test. Device was received with cracked case at display window corner, broken reservoir tube lip, minor scratched display window and missing end capsticker. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error during basal or bolus delivery. The device was not exposed to a magnetic field. Mother was unsure if a motor position encoder error alarm occurred; customer did not mention receiving one. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 91 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.